Event description:
It was reported that the right ventricular (rv) lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
No x-ray views have been provided to st. Jude medical so we cannot fully confirm the event. However, based on event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to st. Jude medical for analysis.

Event description:
It was reported that noise was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed externalized conductors on the rv lead. Lead revision was anticipated to resolve the event. The patient was stable and there were no adverse consequences.